Manufacturer narrative:
H3 other text : device received by third party repair center, evaluation has not yet begun.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles in the humidifier. The user is requesting a replacement humidifier. There was no patient harm or injury reported. The device was returned for the recall to a third-party service center. The rep device was sent to the user. The evaluation for the recalled device has not yet begun. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles in the humidifier. The user is requesting a replacement humidifier. There was no patient harm or injury reported. The device was returned for the recall to a third-party service center. The rep device was sent to the user. The evaluation for the recalled device has not yet begun. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.